Manufacturer narrative:
The insulin pump passed all functional testing. However, the insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had a cracked case near the display window corner, cracked display window, scratched reservoir tube window, a cracked reservoir tube window, a cracked reservoir tube lip, cracked battery tube threads and a stained address and serial number label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported by the customer that their insulin pump was alarming battery out limit and had a blank display screen. During troubleshooting, customer was asked if the device showed physical damage and customer stated the display screen was lightly scratched. Next, customer was asked to identify the brand of batteries used in the device. Customer stated generic brand and was advised to use approved alkaline batteries. Afterwards, customer was asked to insert approved batteries into device. Customer stated display returned but display screen showed signs of damage. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 246 mg/dl at time of reporting. Nothing further reported.